Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the vessel sealer extend instrument was used for a surgical task and would not open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. Failure analysis found the primary failure of the dislodged grip ring to be related to the customer reported complaint. This failure likely caused the grips to not open. The grip open lever was not functional. Additionally, the grip ring moves freely up and down the grip drive adapter.